Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with missing retainer ring and reservoir tube lip o-ring. The device unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p cap and reservoir will not lock properly due to missing retainer.